Event description:
Pt had bunion surgery in 05/2002. Md applied pc300 cold therapy unit after surgery and instructed pt to leave in place until next md appointment in 3 wks. In 06/2002 pt noticed toes were blue and returned to md. Five weeks later, pt had amputation of the first ray of the right great toe.